Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is possible that the e315 error occurred due to failure of the imaging unit, failure of a board inside the scope connector, or a problem on the system side. However, the root cause could not be determined, as the issue was not confirmed or duplicated. The reported issue (noisy image) was also not confirmed. In addition, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. There was fluid invasion in the light guide bundle and the control section due to handling. The light guide lens was cracked due to an external factor. The adhesive on the bending section cover was missing. The insertion tube, control section, distal end cover, switch #2, switch box, up/down knob, up/down angle lock lever, universal cord, scope connector, right/left angle lock knob, flexibility adjustment ring, scope connector cover, and the up/down angulation lock lever were scratched due to external factors. There was liquid invasion in the control section, and there was a leak in the universal cord and the scope connector. There was water invasion due to the scratch on switch button #2. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device displayed an e315 error code (scope error) and the image was noisy. There was no patient or user injury reported due to this issue. This report is being submitted for the e315 error code reported by the customer.